Event description:
The PICC line exhibited leakage, further investigation revealed the catheter tubing has completely separated from the hub. The catheter tubing was seen under fluoroscopy, it had migrated approximately 5 cm into the vein. A cut down procedure was successful in retrieving the detached catheter.